Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device history lot: sterile part: part: 04.511.636.01s, lot: 5l04488, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: jun 18, 2019, expiry date: 01.jun.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part #: 04.511.636.01c, synthes lot number: h871209, manufacturing site: synthes (B)(4), release to warehouse date: apr 09, 2019. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient underwent the osteoplastic surgery for lower jaw on the (B)(6) 2020. During the surgery, when the surgeon used the screw, it was not locked properly. The surgeon tried to remove the screw, but the head of the screw broke. The fragment of the screw was removed and there was no fragment in the patient. The surgery was completed successfully without any surgical delay. The patient outcome was unknown. Concomitant devices reported: unknown plates: trauma (part# unknown, lot# unknown, quantity 1), unknown screwdrivers: trauma (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) mmsi driver shaft for red screw. This is report 1 of 1 (B)(4).